Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by exposure to adverse environmental conditions within the vessel. However, in the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: "emergency thrombectomy". Incident description: cer 1 of 3: (B)(4), cer 2 of 3:(B)(4), cer 3 of 3: (B)(4). "Please see the attached report ' (B)(4) '. No complaint sample was returned from hospital, but cosmotec would like applied medical to issue one (1) python catheter credit memo for this case. (On (B)(6) 2017: during a procedure) an emergency thrombectomy was performed. The physician suspected that thrombus/thrombi are sclerosed. The physician prepared three (3) python catheters for the procedure. All three of the python catheters were ruptured when the physician tried to remove the thrombus/thrombi from a blood vessel. The physician elected to use another catheter for the procedure. Additional information received by email at 10:32 pm on (B)(6) 2017 from (B)(6): this was not a robotic case. The balloon did not occlude the vessel. There was no damage to the vessel. Did the catheter come into contact with any sharp objects throughout the procedure? According to the information from the customer, the patient has thrombus/thrombi calcification. Did the surgeon have any difficulty inserting or removing the catheter? -we couldn't get this information from the surgeon. There wasn't any unintended material left in the patient. Could you provide the reason why the three catheters are not available to be returned? -because the complaint samples were discarded in the hospital. Additional information received by email at 2:13 am on (B)(6) 2017 from regulatory affairs: was the balloon inspected before the start of the procedure? -according to the sales reps., it was an emergency surgery, so it's not clear the surgeon inspected the balloon before inserting. Was there an attempt to inflate the balloon before the start of the procedure? Same answer as above. Type of intervention: "the physician elected to use another catheter for the procedure." Patient status: "no health damage was reported for the patient."